Event description:
Additional information was received from the patient. It was reported that they read their device every 2 months and it showed eri. The eri was resolved.

Event description:
The patient reported seeing an elective replacement indicator on their right implantable neurostimulator (ins) as of (B)(6) 2016. It was noted that there was dissatisfaction with the ins longevity. There were no patient symptoms alleged. The patient's indication for implant is movement disorders. See related (B)(4) left ins replaced, low battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.